Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead, 1997-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has complained of diaphragmatic stimulation since the new right ventricular lead was placed. The outputs were turned down and the patient stated that they continued to feel the stimulation. The lead is still in use. No patient complications have been reported as a result of this event.